Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00031, 2134265-2015-00078, 2134265-2015-00079, 2134265-2015-00080. In (B)(6) 2011, the patient presented for percutaneous coronary intervention (pci) of the right coronary artery (rca). The physician implanted a 28x3.50mm taxus¿ liberté¿ drug eluting stent to treat the proximal rca and a 20x3.00mm taxus¿ liberté¿ drug eluting stent was implanted to treat the distal rca. Five days post procedure, the patient presented for a pci of the left anterior descending to left main (lad-lm) coronary artery. The physician implanted two 12x3.00mm taxus¿ liberté¿ drug eluting stents and a 16x3.50mm taxus¿ liberté¿ drug eluting stent to treat the lad to lm. In (B)(6) 2013, the patient experienced sudden chest pain at home. The patient had inanimate signs while being sent to the hospital. According to the third party¿s report, the physician determined the cause of death as ¿sudden cardiac death¿. The third party report belongs to another manufacturer¿s controlled trial.